Event description:
No harm to patient. Venous blood syringe top exploded and splashed blood onto rn when pushing blood into top of syringe. Nurse is ok. Splattered to wall. Not on skin or mucosal membranes. Multiple new syringes of this lot are having the top pop off when filling to the cap as instructed. This event took place on [redacted]. These are portex line draw arterial blood sample syringes. Reference number 4042-2. The lot number in question is 6129303. It is a smiths-medical product. This is all the information we have regarding this event and product